Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with a different device. There were no patient complications nor injuries reported.